Manufacturer narrative:
The investigation into the access site bleeding. Major has been completed since the original report was filed. The product was returned for investigation and no physical abnormalities were found. Product was returned for investigation and no physical abnormalities were found. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical information regarding the bleeding was given.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old male patient had a hematoma with pain on the impella 5.5 access site. Patient had a washout due to the hematoma the following day.